Manufacturer narrative:
This report will be updated when device analysis has been completed.

Event description:
It was reported that there were concerns of premature battery depletion (pbd) for this pacemaker. Boston scientific technical services (ts) noted the batter power consumption was higher than expected and voltage was lower than expected. A safe replacement interval was calculated at 90 days. Approximately four days later this pacemaker was explanted and successfully replaced. This device is not expected to return for analysis. No additional adverse patient effects were reported. This device was later returned and will be analyzed.

Event description:
It was reported that there were concerns of premature battery depletion (pbd) for this pacemaker. Boston scientific technical services (ts) noted the batter power consumption was higher than expected and voltage was lower than expected. A safe replacement interval was calculated at 90 days. Approximately four days later this pacemaker was explanted and successfully replaced. No additional adverse patient effects were reported. This device was later returned and has been analyzed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice in september 2018, which was expanded in june 2021, regarding a subset of devices in the accolade pacemaker family that has an elevated potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.